Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Lead integrity alert triggered - patient alert for lead failure predictor on (B)(4)-2010 23:48:53. .

Event description:
It was reported the patient died approximately 6 weeks after device implant. The cause of death has been requested and not received.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.